Event description:
It was reported the patient was treated with eight pipelines. During procedure, a vertebral dissection was observed and treated with a wingspan stent. No patient injury reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. Model and lot# of other pipelines involved: model: fa71425-35/lot: 9466797 - dom: 07/18/2011 - exp: 05/01/2014. Model: fa-71475-30/lot: au11-003 - dom: 08/02/2011 - exp: 08/01/2014. Model: fa-77500-12/lot: (B)(4) - dom: 07/26/2011 - exp: 04/01/2014. Model: fa-77450-18/lot: (B)(4) - dom: 07/26/2011 - exp: 06/01/2014. Model: fa-71475-25/lot: (B)(4) - dom: 08/10/2011 - exp: 08/01/2014. Model: fa-71450-25/lot: (B)(4) - dom: 08/01/2011 - exp: 07/01/2014. Model: fa-77475-20/lot: (B)(4) - dom: 07/26/2011 - exp: 06/01/2014. (B)(4).